Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 300 (mg/dl). Reportedly, customer is pregnant and is having difficulty managing bg levels with pump. Customer indicated a non-tandem pump will be used for back up therapy.